Event description:
It was reported that following a lead revision (reference manufacturer's report # 3004209178-2009-04015), the lead and extension were not properly connected, so additional surgery was required to repair the connection.